Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was 397 mg/dl. The customer will self inject to address bg level. It was confirmed that the customer had manual insulin injections available, and will obtain long lasting insulin as alternate insulin therapy. Multiple attempts were made to follow up; however, the customer did not respond.